Manufacturer narrative:
(B)(4). Date sent: 8/9/2024. D4: batch # 402c81. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage, with no reload present with a tyvek. In addition, a reload pan was found lodged inside the channel. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 402c81, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, device could not fire. The surgery was not delayed and no patient consequences were reported.